Manufacturer narrative:
The device, intended for use in treatment, was not returned for evaluation. Therefore we were unable to confirm a relationship between the reported event and the device or identify a definitive root cause. The wound contact surface of opsite flexifix gentle is coated with a gentle silicone adhesive layer that ensures non-traumatic removal at dressing changes. The silicone adhesive will feel sticky when compared to an acrylic adhesive and is specially designed to be very soft and gentle, but can soften further, particularly at higher temperatures. This is an inherent characteristic of all of the silicone adhesives and gives them their soft / gentle properties. It is therefore possible if the product has been stored at a high temperature, this could have contributed to the reported issue. Please be assured that all products are released to market following rigorous quality checks during production and prior to dispatch. An ongoing internal project is being carried out the reported failure mode, therefore no further actions are deemed necessary into this specific complaint. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the customer purchased the item and the stickiness has come away from the product so they're not able to use it. No patient harm.